Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and coronary sinus implantable lead exhibited loss of left ventricular (lv) capture and increased pacing thresholds. The daily measurement for intrinsic lv report as nr. The device's sensitivity has been changed to most; however, an intrinsic lv measurement still cannot be obtained. An x-ray was performed and the lead had not dislodged. The physician elected to increase the device's left ventricular output and will follow up with the patient in one month. Guidant received additional information at a later date, stating this lead was explanted due to dislodgement.